Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left sided chest pain, dizziness, hypotension and bradycardia. It was also reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.